Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5131175/5156239.

Event description:
It was reported that the patient experienced pain around the midline incision and difficulty walking due to the spinal cord stimulator (scs) device. It was also reported that the patient experienced inadequate and unwanted stimulation. The patient underwent an explant procedure.